Event description:
Product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient's generator was replaced due to battery depletion and high impedance was observed after replacement. Due to the observed high impedance the surgeon replaced the lead which also required a change in the generator to match the new lead with the generator. The explanted generator and lead were returned for product analysis. Product analysis was completed on the generator and the failure to program was duplicated by pa and was determined to be related to normal battery depletion. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Lead analysis was also completed on the four segments of lead returned. There were multiple abraded openings noted as well as multiple lead breaks. At some of the coil fracture points it was noted that corrosion occurred. With the exception of the observed discontinuities and abraded / torn tubing openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.